Event description:
Patient had an acute on chronic occlusion of the left internal carotid artery. The occlusive lesion was recalcitrant and there was marked tortuosity. In the process of repeated attempt to both cross the lesion, the wire we were using to establish distal access fatigued and fractured. No attempts were made to retrieve the wire because the artery remained occluded.